Event description:
The customer reported that on the cardiac intensive care unit (identified as b6hi), an extension set labeled ¿bumex¿ which contained a small 0.2 micron filter leaked. The extension set package was labeled I-09-b2 ¿filter issue¿ and sent to clinical engineering for evaluation. Biomed tested the set and identified an issue with the port on the filter. Although requested, no specific event information or patient demographic details were provided, and no patient harm was reported.

Manufacturer narrative:
The customer¿s report of a filter leak was not confirmed. Functional testing of priming and infusion testing was successful and did not replicate any leaks with the received set. Syringe infusion test and pressure testing also did not replicate a leak. The root cause of the customer¿s report could not be identified because no leaks were replicated during internal lab testing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on the cardiac intensive care unit (identified as b6hi), an extension set labeled ¿bumex¿ which contained a small 0.2 micron filter leaked. The extension set package was labeled I-09-b2 ¿filter issue¿ and sent to clinical engineering for evaluation. Biomed tested the set and identified an issue with the port on the filter. Although requested, no specific event information or patient demographic details were provided, and no patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received, and patient information was not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a general issue of sets leaking in different care areas including cicu and nicu, and stated the leaks may have occurred with tpn solutions at either the filter or a connection point. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. Some sets leaked during patient use at either the filter or a connection to another set, and some sets contained cracks on the filter or luer. The sequestered sets were combined together and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.